Manufacturer narrative:
Report date: 05aug2021. There was no patient involvement.

Event description:
It was reported that an equipment could not be used. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
The customer evaluated the device with assistance from a philips remote service engineer (rse). The customer was brief with the rse, and confirmation could not be obtained. Based on the information provided and the service performed, the customers' alleged malfunction could not be confirmed due to a lack of information from the customer. It is unknown if any parts or repairs have been conducted.